Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 26602 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation the guide wire lumen was ben inside the balloon segment. Unable to retract mapping catheter from balloon catheter, it was stuck inside the balloon catheter guide wire lumen. Further inspection identified crystalized saline/contrast solution and/or coagulated blood in the guidewire luer, and due to this issue, the mapping catheter was unable to retract. Unable to insert the balloon catheter into the sheath. The guide wire lumen was kinked inside the balloon. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.3 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, abnormal resistance was encountered when inserting the catheter into the sheath. The catheter was fully inserted into the left atrium and the procedure was initiated. Attempts were made to inject contrast dye with the inflated balloon to check for optimal occlusion, but significant resistance prevented sufficient injection of contrast dye. Despite this, ablation was started; however, the temperature did not reach the desired depth and plateaued at approximately 30 degrees during all three attempts. The catheter was retracted and, outside the patient, further attempts to inject contrast dye again met with unusual resistance. The balloon catheter was replaced with a new one, after which the issue was resolved and the case was completed successfully. No patient complications have been reported as a result of this event.